Event description:
It was reported that a patient with a deep brain stimulation device produced artifact on the patient's pacemaker. The patient was noted not to be pacemaker dependent. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
The physician indicated that the patient could "miss beats" or suppress pacing because of the interference. The physician indicated that this was not life threatening at this time because the patient's heart can "pick up."